Event description:
Baxter canada reports home pt called the hospital with "shoulder pain" post automated peritoneal dialysis treatment on homechoice. An x-ray confirmed air in the abdomen. Per the health care professional, there was no pt injury and no medical intervention was required. Discomfort dissipated over a couple of days health care professional states home patient's priming sequence was reviewed at clinic and no further problems have been reported since that time.